Manufacturer narrative:
A ge oec service rep investigated the issue and installed a customer ordered power control pcb. The system was tested and found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was caused by this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy system had a defective power control pcb that was ordered by the customer and requested to be installed.